Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving lower readings from her/his adc freestyle libre sensor than readings obtained on another adc blood glucose meter. It was further reported that on an unspecified date customer received a sensor reading of ¿lo¿ (a reading less than 40 mg/dl), so she/he ingested water with sugar in response, but then began to feel bad so a comparison reading was done on the meter with a result of 247 mg/dl. Additional reading comparisons: sensor: 51 mg/dl vs meter: 247 mg/dl and sensor: ¿lo¿ vs meter: 247 mg/dl. It is unknown how much time may have elapsed between any of the comparisons. Customer was taken to the hospital. At the hospital, a blood glucose reading of ¿600 and a little¿ was received on an unspecified hospital device, customer was diagnosed with dka (diabetic ketoacidosis) and treated with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving lower readings from her/his adc freestyle libre sensor than readings obtained on another adc blood glucose meter. It was further reported that on an unspecified date customer received a sensor reading of ¿lo¿ (a reading less than 40 mg/dl) so she/he ingested water with sugar in response, but then began to feel bad so a comparison reading was done on the meter with a result of 247 mg/dl. Additional reading comparisons: sensor: 51 mg/dl vs meter: 247 mg/dl and sensor: ¿lo¿ vs meter: 247 mg/dl. It is unknown how much time may have elapsed between any of the comparisons. Customer was taken to the hospital. At the hospital, a blood glucose reading of ¿600 and a little¿ was received on an unspecified hospital device, customer was diagnosed with dka (diabetic ketoacidosis) and treated with insulin. There was no report of death or permanent injury associated with this event.